Event description:
It was reported that the right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) episodes stored within this implantable cardioverter defibrillator (ICD). Additionally, it was noted that impedance measurements were turned off. No adverse patient effects were reported. At this time, this device system remains in service.